Event description:
The patient presented to the clinic with noise on the ventricular channel. As a result the patient received inappropriate therapy. The sense portion of the lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.